Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending (lad) artery. The 8mm x 1.50mm apex push balloon catheter was advanced to the lesion for pre-dilation. During the first inflation, the balloon ruptured at an unknown pressure. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.